Event description:
A physician reported that on 7 may 1998 and on 21 may 1998, the pt was double skin tested with negative results. On 6 july 1998 the pt was treated in the nasolabial folds, oral commissures and peri-oral smoker's lines. In late august 1998, the pt developed redness and then bumpiness at all treatment sites, and reported this by phone to the physician on 14 september 1998. On 17 september 1998 the pt was examined and the physician noted erythema and papules at all the treated sites. The physician prescribed topical aclovate ointment, intralesional kenalog at the left nasolabial fold only, and claritin. Subsequently the follow up, (exact dates not known), the physician observed that none of the areas had improved except the left nasolabial folds. Therefore, the physician administered subsequent intralesional kenalog injections at all of the other sites. Topical temovate was also prescribed. On 10 november 1998 the pt presented with redness and bumpines still evident. Only the original area injected with kenalog (the left nasolabial fold) was without bumps. The physician again administered intralesional kenalog to the symptomatic sites. The physician believed the symptoms were hypersensitivity related.